Manufacturer narrative:
Device evaluation of the electrode belt has been completed. Upon investigation the electrode belt trunk cable was pulled from the strain relief, damaging wires within the cable and trunk cable connector j702 on the distribution node pca. In addition, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A review of service data detected a reportable malfunction. During servicing, electrode belt sn (B)(4) was unable to undergo incoming functionality testing.